Manufacturer narrative:
The iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned positioned incorrectly and pressed against one post of the iol case resulting in haptic damage. Solution is dried on both surfaces of the optic and haptics. One haptic is bent/deformed due to condition of returned sample. The optic is scratched/marked-rejectable. The root cause for the reported complaint "pc tear and vitreous loss" could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a patient experienced a posterior capsular opening and vitreous loss. The lens did touch the patient and a new lens was used to complete the case. Additional information has been requested.